Event description:
It was reported that a cartridge leaked insulin when filled off the pump, specifically at the o-ring or cartridge canister area. There was no adverse impact to the customer¿s blood glucose level. The customer was able to change the cartridge and successfully resumed insulin therapy.